Manufacturer narrative:
The device, intended for use in treatment, has not been returned for evaluation. We have not been able to establish a relationship between the device and the reported event or determine a root cause on this occasion. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history review found additional complaints for the product and failure mode reported in the last three years. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance, therapy will still be delivered. The instructions for use can offer further guidance with regards to false alarms. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. B5 updated.

Event description:
It was reported that during treatment, the device continuously displayed a blockage/full alarm. Several canisters were changed and a backup device was used to continue treatment with no delay. No patient harm reported.

Event description:
It was reported that the device continuously displayed a blockage/full alarm causing a lot of discomfort to the patient and especially to the hcps. It also involves removing several canisters.